Event description:
The customer reported that the patient was switched to this companion 2 driver and "after about a minute," the driver exhibited a "dual compressor malfunction" alarm while supporting a patient. The patient was switched to a css console until he was successfully transplanted. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited a "dual compressor malfunction" alarm, the companion 2 driver continued to perform its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.